Manufacturer narrative:
Bec cts (customer technical support) had the customer check the fitting and syringe. Per customer, both were tight. Cts suggested reseating the fitting and the tubing to ensure a seal on top of the reagent probe a and a service visit was set up. A field service engineer (fse) went on-site and fse confirmed that the failure mode was the r1 wash valve (manifold valve). Fse replaced that part and verified system performance. The cause of the leak was the manifold valve. (B)(4).

Event description:
A customer contacted beckman coulter (bec) stating they observed approximately 3 ml of fluid under the reagent probe a tray of their unicel dxc 600 pro synchron clinical system. The tip of the reagent probe was reported to be wet. The customer was wearing a lab coat and gloves at the time of the event. No injury or exposure was reported. There were no flags or instrument error messages and no erroneous results were generated.

Manufacturer narrative:
The 'date received by manufacturer' was incorrectly entered as (B)(4) 2012 instead of (B)(4) 2013. This follow-up report reflects the correct year (2013).